Event description:
It was initially reported that the patient had stage-2 breast cancer in the left breast. The patient was recently implanted with vns so it is unlikely that this was related to vns but it was not confirmed by a medical professional. The patient underwent a bilateral mastectomy. The vns was disabled prior to surgery and was turned back on after surgery. The surgeon was able to perform the procedure without having to displace the implanted vns device. Follow-up with the office indicated that they had not seen the patient since diagnosis of breast cancer and were unable to provide any information about the cancer or the relationship to vns.

Event description:
Additional information was received that the breast cancer diagnosis was made shortly after implant so it was unlikely it is related to vns.